Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 20 minutes. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
An evaluation was conducted and it states that the hinge was broken. The front cutter was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the instrument was in accordance with the specifications. No manufacturing related issues were found. The broken surface is homogenous what indicates material conformity as well. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. The complaint disposition was deemed indeterminate.